Manufacturer narrative:
The insulin pump has to reset the time/date after changing battery due to voltage leak on interface board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during testing. (B)(4).

Event description:
The customer reported via phone call that they had to reset the time and date every battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.